Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) stopped working and its light flashed and did not turn on again. The equipment was checked and a reset was tried, but there was no result. It is not known if the patient did not follow instructions for damage, however the delivery of the equipment was on august 2022. The wireless recharger is being replaced. The issue has not been resolved at the time of this report. No symptoms were reported. Additional information was received: it was reported that the product was already delivered under warranty to the patient and the issue was resolved. It was also clarified that the device could not turn back on. The cause of the issue was that the patient left the wr fully discharged and damaged the battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the product will stay with the patient.